Event description:
Information was received from the patient's father that the patient continues to be hospitalized due to the increase in seizures and the patient's battery was checked and seemed to be working fine. It was confirmed that when the patient swipes the magnet the patient generally coughs with the swipe indicating the patient is receiving stimulation.

Event description:
It was reported by the sales representative that the patient's father did not think the patient was receiving autostimulation as the patient had continuous seizures and was admitted into the hospital. During follow-up, the office of the physician indicated that the patient had not been seen by them since the patient was hospitalized but were aware the patient was having an increase in seizures which began after their battery replacement. It was indicated it was unknown what the cause was and was referred to go to neurocenter for this. The patient most recent settings and diagnostics were provided. No additional relevant information has been received to date.